Event description:
It was reported during a device interrogation, a patient notifier was noted for an alert of extented charge time. A capacitor maintenance performance confirmed extended charge time. The remaining battery life did not match expected life expectancy. The device was explanted and replaced. No adverse consequences were detected.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time. The reported premature battery depletion was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and was found to be within expected limits. The device was tested on the bench, and no anomaly was found.

Manufacturer narrative:
(B)(4).